Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the black box shows evidence of partially discharged batteries being installed on (B)(6) 2015. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment intact. Current draws are within specifications. A "battery life" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.